Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in the system logs, the 319 error code was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating a node not being present, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the rolling-loop fiber. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, repeated non-recoverable error 319 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error 319 in the logs pointing to usm 4 issue. The customer power cycled the system twice, but the issue persisted. The customer elected to disable usm 4 to continue with the procedure with the remaining three usm arms. The procedure was completing as planned.